Manufacturer narrative:
B5: during follow up, it was clarified that there was a disconnection between the minicap transfer set and titanium adapter which resulted in a leak. Both the transfer set and titanium adapter were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter disconnected from an unspecified tube which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. The titanium adapter was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with ancef 1.5g. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.